Event description:
It was reported that the insulin pump alarmed with an error during the prime rewind process and had a protruding drive support cap. The most recent blood glucose reading was 126 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.